Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient was in atrial fibrillation with rapid ventricular response. The rhythm progressed to ventricular tachycardia (vt) which then accelerated and went to ventricular fibrillation (vf). During this time, the patient coded and manual compressions were performed. The electrogram (egm) was reviewed. Undersensing had occurred which had delayed required therapy. The vf was found to be very fine and below the programmed setting. Boston scientific technical services (ts) discussed lowering the zones and increasing the sensitivity. At this time, requests for additional information have been unsuccessful. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that programming changes were made for this patient. The right ventricular (rv) sensitivity was decreased and the ventricular tachycardia (vt) zone was changed to 155 beats per minute (bpm). There have been no additional observations. No adverse patient effects were reported. The system remains in service.